Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. Insulin pump received with cracked battery tube threads. Minor scratched lcd window noted.

Event description:
Customer reported a button error on his insulin pump customer's blood glucose is 117 mg/dl. He says he took the batteries out after the button error and the device started working again, but then it froze. There were no significant events leading up to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.